Event description:
It was reported that the right ventricular (rv) lead experienced a lead failure due to elevated thresholds and noise. It was also noted the patient is symptomatic with vvi pacing and the device system is currently programmed to aai pacing. The lead currently remains implanted but a rv lead replacement is planned for a future date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced pacemaker syndrome with vvi pacing.